Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and apogee was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, organ perforation and vaginal scarring. It was reported that patient underwent urethrolysis and sling removal on (B)(6) 2007 due to erosion and constricted urethra.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with an anterior posterior colporrhaphy, due to sui, symptomatic cystourethrocele. The patient underwent an exploratory laparotomy, retropubic retrolysis and cystoscopy on (B)(6) 2008 due to obstructive uropathy. On (B)(6) 2014 the patient underwent transvaginal excision of tot sling and posterior vaginal wall mesh, cystocele, rectocele, enterocele, urethrocele repair and cystoscopy with hydrodistention due to vaginal and pelvic pain, cystocele, rectocele, enterocele, urethrocele, urinary frequency and interstitial cystitis. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.